Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to an improperly seated sterile adapter or a faulty instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site's robotics coordinator and was told the system has been working properly with no issues and does require service at this time. No site visit was required.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they universal surgical manipulator was not moving properly. The tse advised them that it might be due to the instrument or the sterile adapter. The user confirmed that they were able to move the usm around without issue after the procedure. The user completed the procedure as planned with no reported injuries.